Event description:
The customer reported an axsym bhcg result of 2,055 miu/ml on a sample collected in 4/2001 from a patient. The patient was redrawn and tested on the following day and result of 51,077 miu/ml was reported. The results were questioned and the samples were retested. The sample retested at 37,000 miu/ml and 43,994 miu/ml after axsym sample probe replacement (four unrecovered probe crashes were identified). No impact to patient management was reported.